Event description:
This report summarizes 1 malfunction event(s), where it was reported the devices experienced a cot drop and an inability to disengage the cot from the cot fastener. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
This supplemental is being filed to adjust a component code following the completion of a device investigation.

Event description:
No new information.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use. Imdrf codes have been updated and "vmsr" has been added to the exemption number field.

Event description:
This report summarizes 1 malfunction event(s), where it was reported the devices experienced a cot drop and an inability to disengage the cot from the cot fastener. There was no patient involvement.